Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® whitefoam dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients. Device not returned.

Event description:
On sep 01 2016, the following information was reported to kci by the director, quality, patient safety, risk management, patient relations & infection prevention and control: there was a foreign material alleged to be v.a.c.® whitefoam dressing retained in a patient's wound that was misidentified as mesh. An inquiry as to whether the foam would be visible on x-ray (radiopaque) was requested. On sep 08 2016, the following information was reported to kci by the director, quality, patient safety, risk management, patient relations & infection prevention and control: the risk manager did not feel it was appropriate to provide any further information as she stressed it is an internal issue not a vendor complaint. No additional information is available. The v.a.c.® whitefoam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Corrections to original MDR sent on sep 14 2016. Both sections adverse event and product problem were marked with an "x". Correction - only the adverse event is applicable. Health professional was marked "no." Correction - should be marked "yes." Added model vacdsp. Based on these corrections, kci's assessment remains the same: it cannot be determined when the foreign body alleged to be v.a.c.® whitefoam dressing was placed in the wound.